Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint states that a loss of connection was reported. Product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection had occurred. The complaint device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.